Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. Additional information was requested and the following was obtained: could you please provide more details for "there were some staples deployed"? The tissue was not cut and staples deployed on the tissue. If the device stapled, was the staple line complete? Not complete. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
This case is from health authority. It was reported that during pulmonary nodule resection surgery, after fired, noted that right lower lobe dorsal segmental artery tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "there were some staples deployed"? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances/manufacturing irregularities were identified.